Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and pelvic floor repair mesh and an ams miniarc sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and stress urinary incontinence. It was reported that following insertion the patient experienced recurrence of incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced rectocele.

Event description:
It was reported that following insertion the patient experienced rectocele.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh and an (ams) miniarc sling were implanted. The mesh was explanted on (B)(6) 2012 due to pain, bleeding and erosion of the vaginal wall.